Event description:
Covidien received information on (B)(6) 2015 that the patient suffered irreversible tissue damage and unanticipated tissue loss as a result of the product issue.

Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparotomy according to the reporter: there was difficulty with the eea28 safety lever, it would not disengage and the device would not fire. There was no blood loss and the surgical time was not extended. There was no tissue damage or tissue loss.

Manufacturer narrative:
(B)(4).